Event description:
Boston scientific neurovascular became aware of an event in which the stent deployed within the guide catheter. Pulled the entire system and started over. No complications with the pt were reported to have occurred as a result of this event.

Manufacturer narrative:
Technical analysis of the subject device history record was performed and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record confirmed that this device met material, assembly, and performance specifications. The root cause of the reported could not be determined because the subject device was not returned for a technical analysis. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.